Event description:
The customer reported to baxter healthcare an unknown quantity of unspecified primary IV administration sets used with unspecified sigma spectrum pump(s) in which leaking was detected where the slide clamp "kinks" the tubing inserted in the sigma pump. The customer stated that the problem was detected by the bariatric staff in the medical surgical unit, whose patients might be ambulatory during the infusion. The customer stated that the tubing appeared to be damaged; however, the customer does not allege the pump to be the cause of the tubing leak. The customer stated that no leaking was detected from an upper y-site of the tubing. The customer stated that the event involved only a primary infusion of unspecified "vi + k." The customer stated that the infusion started with a volume of 1000ml and that 400-600ml remained to be infused when leaking was detected, approximately 2-4 hours after starting the infusion. There was patient involvement, however, no injury or adverse event is reported. No further information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.